Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead exhibited high capture thresholds and r-wave amp variation. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable thresholds and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.